Event description:
The device was applied during a laparoscopically assisted vaginal hysterectomy procedure involving one pt. Reportedly, the instrument did not open and close properly. The surgeon used another device to complete the procedure. The hosp has reported no pt injury.